Event description:
Per report - "we are now having problems again with our new cryotherapy unit. It was working correctly for a time, but, as of today, is now doing the same thing that the original faulty unit was doing it is not thawing the probe anymore when the pistol trigger is squeezed; no2 continues to push through into the probe. If the probe does not thaw during a therapy session, the unit is useless. This created an unfortunate scenario during a patient encounter today that was rather embarrassing". Ref: (B)(4).

Manufacturer narrative:
Reference: (B)(4). *investigation: x-review DHR. X-inspect returned samples. X-inspect stock product. *analysis and findings: a review of the 2 yr complaint history reveals no similar issues. A review of the DHR reveals no anomalies. Service & repair confirmed the complaint. The unit was found to have a loose trigger piston seal. This is consistent with the problem description and will impact proper defrost. The root cause for this complaint condition is specifically attributable to the assembler's lack of skill. This assembler is no longer a csi employee. *correction and/or corrective action the unit was repaired under log #92239 (s/n (B)(6) ) and returned to the customer. Due to the assembler's negligence on this one unit, and other products, fg units of p/n 2402 were checked for proper function. Units were found to have functional defects and put on re-work wo #'s 272858 (5 units), 271980 (1 unit) and 272758 (1 unit). Units on re-work wo 272858 were originally produced on wo 264318 (qty of 7) not yet complete due to shorts on the build. Wo #272858 s/n units (B)(6), 4, and 5 are complete and in fg. S/n units (B)(6) are not complete. The 2 remaining units on the production floor (wo 264318) were also confirmed to have defects and placed on quality hold. Shorts on subassemblies have prevented completion of the re-work on all 4 units between the production wo and the re-work wo. Unit s/n (B)(6) on wo 272758 was checked for functional defects. None found. Unit s/n (B)(6) on wo 271980 was corrected for a loose manifold and an improperly crimped valve seat. No additional (B)(6) units were produced by this assembler. Unit s/n (B)(6) was the only unit sold. No applicable correction to the assembly procedure is required. The next available assembler to continue builds will be re-trained as a refresher but is already familiar with the assembly and has a record of training. *was the complaint confirmed? Yes. *preventative action activity: coopersurgical will continue to monitor this complaint condition for any trends.

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation process is completed a follow-up report will be filed. Reference e-complaint # (B)(4).

Event description:
Per report - "we are now having problems again with our new cryotherapy unit. It was working correctly for a time, but, as of today, is now doing the same thing that the original faulty unit was doing, it is not thawing the probe anymore when the pistol trigger is squeezed; no2 continues to push through into the probe. If the probe does not thaw during a therapy session, the unit is useless. This created an unfortunate scenario during a patient encounter today that was rather embarrassing". Ref e-complaint: (B)(4).